Event description:
As a result of complaint litigation, it was alleged that a pt required extraction of a tooth after a restoration was cemented with advance hybrid tonomer cement. The original complaint was lodged in 1996, though information pertaining to this event was not reported when the complaint was intially received.